Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02505, 3005099803-2009-02506 and 3005099803-2009-02507 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2009, that three soloist single needle electrodes and a leveen needle electrode were used during a bone fra procedure of the ankle performed on (B)(6) 2009. According to the complainant, during the procedure, while attempting to ablate an ostioid ostioma, no conductivity was generated in the bone and an "e02" console error occurred on the first three attempts using a new soloist needle with each attempt. A leveen needle was used on the fourth pass with the same result as the previous three. On the fifth attempt, after boring out the ostioid ostioma and injecting dextrose 5w, the physician was able to complete the procedure using the same console and a second leveen needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02505, 3005099803-2009-02506 and 3005099803-2009-02507 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2009, that three soloist single needle electrodes and a leveen needle electrode were used during a bone fra procedure of the ankle performed on (B)(6), 2009 (weight is unknown). According to the complainant, during the procedure, while attempting to ablate an ostioid osteoma, no conductivity was generated in the bone and an "e02" console error occurred on the first three attempts using a new soloist needle with each attempt. A leveen needle was used on the fourth pass with the same result as the previous three. On the fifth attempt, after boring out the ostioid ostioma and injecting dextrose 5w, the physician was able to complete the procedure using the same console and a second leveen needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).